Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the controller was plugged in to charge for approximately 2 hours when she smelled a burning plastic smell. When she checked on the controller, she noted melted plastic at the controller/charging cord connection. She did not witness a spark or flame of any kind. There was no personal injury. The patient does report some damage to her dresser where the device was located at the time of the event.

Manufacturer narrative:
The complaint reported thermal issue is currently under the referenced CAPA investigation, and has been verified by the returned device. No further post market lab investigation evaluation is required.